Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not changing settings, resulting in explant. It was noted that the valve was implanted several years earlier. The patient's current status was alive/okay as reported by the physician.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, leak, reflux and preimplantation testing. The valve did not meet the requirements for siphon and pressure-flow testing. Laboratory personnel were able to change the performance level setting from 0.5 to 2.5 back down to 0.5. Therefore, the nature of the complaint could not be replicated. Particulate debris was observed on the exterior and interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿ and ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ there was a nick in the dome of the valve. It is unknown how or when the damage to the casing occurred. The IFU cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of component. Such damage may lead to loss of shunt integrity¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.